Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller exchange did not resolve the issues. The system controller was being used as a backup because it did not seem to be the root cause.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the investigation confirmed the reported irregular intermittent alarms via log file analysis. From 18:06:04 on 25jul2025 to 21:59:58 on 27jul2025, log files contained multiple low voltage advisories and power cable disconnect alarms while the system was connected to external batteries. In each case, the triggered alarm would resolve after a few seconds when voltages were restored. The power cable disconnect alarms were triggered by the voltage on both power cables fluctuating below the alarm threshold. The power cable disconnect alarms and low voltage advisories did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. Additional information indicates the controller exchange did not resolve the reported intermittent alarms and after additional troubleshooting, battery clips were also exchanged. A root cause for the reported event could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) with shop orders (B)(4) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient attended the clinic stating that they usually get power cable disconnected alarms when not exchanging power sources/nor touching the external batteries. These were short alarms of 3 seconds. The batteries and clips seemed to be ok, and it was decided to exchange system controller without consequences.